Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that pt had ins replaced in january for the ins stopped working in (B)(6) 2020. Pt was having a problem with the stimulation and when the pt attempted to increase their group c stim nothing happened (pt mentioned they had group a, b, and c). Pt said they met with medtronic representative. Pt said they could not get the stim on or off. Rep reported they were unaware of the ins not working. Rep reported that the patient called them yesterday and stated her ipg is not charged. She stated her programmer was lost and requested a new one from patient services. Rep meeting her thursday (B)(6) /2021 to connect the new programmer.